Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue; the battery seemed very hot upon removal from the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: a review of the black box showed no activity related to the complaint. The battery was not returned with the pump for investigation. The pump was exercised for 24 hours with no overheating or alarms. The pump electrical current draws were tested and found to be within specifications. The allegation of the pump and battery overheating could not be duplicated during investigation. Unrelated to the original complaint, moisture was visible in the display. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.